Manufacturer narrative:
The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.

Event description:
The patient's husband reported the patient awoke with a blood glucose reading of "hi". He stated the patient changed infusion sites but this did not correct the blood glucose issue. He said that she received an e4 (occlusion) message while trying to replace the infusion headset. He stated he then gave his wife an insulin injection and made this call. During troubleshooting, the patient was instructed to disconnect from the infusion headset and try to perform a bolus which went through without error. The patient was then instructed to reinsert a new headset and try a bolus whenever needed. The patient indicated she needed a small bolus and the bolus went through successfully. The patient's husband was asked to observe the luer lock and he stated it appeared to be cracked and insulin had gathered around the outside of the infusion device adapter. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.